Event description:
New information received states that the device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. Additionally, automatic mode switch episodes due to far r wave oversensing were also noted. The patient was asymptomatic. Reprogramming was recommended.